Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 11/17/2025, was chosen as the best estimate based on year the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: lutsyk, m., landman, y., & fenig, e. (2025). Hydrogel spacer insertion prior to stereotactic body radiation therapy to the prostate: a comparative study. Advances in radiation oncology, article 101966. Https://doi.org/10.1016/j.adro.2025.101966. Block h6: imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e1906 captures the reportable event of infection.

Event description:
Boston scientific became aware that a spaceoar hydrogel system was used during the study performed in the article titled "hydrogel spacer insertion prior to stereotactic body radiation therapy to the prostate a comparative study", written by myroslav lutsyk et al. The study was performed between june 2013 and december 2018 and included a total of 308 patients, of whom 227 patients received the spaceoar hydrogel spacer device prior to sbrt. The primary objective of the study was to assess whether hydrogel spacer insertion reduced rectal and urinary toxicity compared with sbrt delivered without a spacer. The investigators compared toxicity outcomes using ctcae v4 criteria and also evaluated procedure-related complications. The study found no statistically significant reduction in grade >=2 rectal or urinary toxicity in patients who received the hydrogel spacer. Importantly, the authors reported severe complications related to the spacer insertion in five patients (2.2%), including recto-urethral fistula requiring surgical diversion, perirectal abscess, perianal abscess, and serious infections requiring intravenous antibiotics.